Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 03/22/2011, 03/24/2011, and 04/19/2011 by phone, fax, and mail. Completed questionnaires were received on 03/28/2011 and 04/12/2011. Additional information was received by phone on 04/19/2011. (B)(4).

Event description:
A surgeon reported that three days following intraocular lens (iol) implant surgery, the patient stated that vision "was not as good as it was initially after surgery." Upon examination, the surgeon reported noting a film on the posterior side of the lens. He reported the yag capsulotomy procedures were done on two different occasions with little improvement to the patient's vision. In a follow-up, the surgeon reported that a lens exchange was scheduled and the event is expected to resolve. The surgeon also reported noting pco (posterior capsular opacification) ten days following surgery. In a phone follow-up, the technician confirmed that the lens was exchanged for a different model lens and six days post-exchange, the ucva was 20/100.